Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer¿s blood glucose ranged between 54-500 mg/dl. Reportedly, the pump resumed normal operation after new cartridge was loaded, resolving the issue.